Event description:
It was reported that during a da vinci-assisted surgical procedure there was a damaged conductor wire (black) on the maryland bipolar forceps instrument. On (B)(6) 2025, isi followed up with the customer and additional comment was obtained about the complaint: all information was not available, as the procedure was conducted about 1 month ago and too old to provide additional information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.